Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube was completely separated 78.2 cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31aug2017. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.0 mm x 15 mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during procedure, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube broken.